Event description:
It was reported that a patient underwent a septal reconstruction procedure on (B)(6) 2025 and suture was used. During the procedure, tip of sutures broke off. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if the needle tip or if a suture piece broke off during this procedure. When did the tip broke off: inside the package, during removal from the package, during handling prior to use on the patient, or during use on the patient? Did the needle piece fall into the patient? If yes, was it retrieved during the same procedure? What efforts were made to retrieve it? Is the device or samples from same lot available tor return for analysis? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep)

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.